Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/20/2023, it was reported by a sales representative via email that the pigtail lassos from an ar-8690ds CPR mini scorpion dx and micro suture lasso implant system, would not pass through the sharp end. The cannulation at the end was not large enough. The case was completed by opening another ar-8690ds CPR mini scorpion dx and micro suture lasso implant system. This was discovered during an CPR plantar plate procedure on (B)(6) 2023.

Manufacturer narrative:
Complaint is not confirmed. Functional testing noted that the lasso wire went through the shaft of the micro suturelasso plantar plate pig-tail right (red) and left (green) without issues. Visual inspection no problem found with the components returned of the implant system, CPR mini scorpion¿ dx and micro suturelasso¿. No problem found.